Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code problem code: e0122 movement disorder/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient reported experiencing significant pain and discomfort in the left upper arm, at the location where a cgm sensor had been placed. The pain began at the time of insertion and persisted throughout the wear period. The patient described the sensation as sharp, shooting, nerve-like pain, accompanied by numbness extending toward the armpit area. The condition progressed to reduced mobility, with difficulty performing daily activities such as lifting the arm, combing hair, dressing, and bathing. The patient sought medical evaluation and was seen by a physician. The hcp treated the patient with a steroid injection in the left shoulder for pain relief. Due to ongoing symptoms, the customer was referred to physical therapy, which he had already started at the time of the report. The patient is currently undergoing twice-weekly physical therapy sessions and reports continued treatment for shoulder and arm function. For pain management, the patient was advised to take ibuprofen. No hospitalization occurred. The patient suspects the issue may be related to nerve involvement from sensor insertion, based on symptom onset and location. There was no documentation of further medical evaluation or intervention. At the time of the report the patient still experienced pain. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.